Event description:
Account alleged that the motor power off led and ground loss and brake not set lights keep flashing and no functions. No injuries.

Manufacturer narrative:
Three attempts have been made to resolve this contact with no resolution.